Manufacturer narrative:
The patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Patient's race: not hispanic nor latino. The complainant was unable to provide the correct lot number of the suspect device; therefore, the manufacture date is unknown. However, the complainant was able to provide the expiration date and the device was used prior to the expiration date. Clinical study source: https://clinicaltrials.gov/ct2/show/nct02396745. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of a clinical study conducted by allegheny singer research institute involving a wallflex esophageal covered stent on (B)(6) 2019 through its listing on clinicaltrials.gov. Reportedly, the aim of the study was to evaluate the safety and effectiveness of esophageal transoral endoscopic circumferential resection (tecr) using an extracellular matrix (ecm) placement to barrett's esophagus (be) in patient's with high-grade dysplasia (hgd). For the study procedure, the entire length of the diseased mucosa was removed using an esoscope inserted through the mouth. The ecm was placed over the area that was removed with a temporary, expandable stent to prevent narrowing of the esophagus. Per study protocol, the stent will be removed about 14 days after the procedure. On (B)(6) 2016, the wallflex esophageal fully covered stent was implanted without issue. On (B)(6) 2016, the stent was removed as planned. It was noted that the stent had migrated. Note: according to the complainant, the wallflex esophageal fully covered stent was placed to treat patient with barrett's esophagus after esophageal transoral endoscopic circumferential resection (tecr). Per the wallflex esophageal fully covered stent system dfu, the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/ or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas.